Event description:
On (B)(6) 2012, the reporter contacted animas, alleging that all of the up arrow and down arrow keypad buttons were intermittently responsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2012, with the following findings: the keypad was found to be fully intact; no peeling or damage was observed. The original complaint of the up arrow and down arrow keypad buttons' intermittent responsiveness was not confirmed or duplicated during testing. All of the keypad buttons were responsive and functional. During investigation, there was evidence of contamination found under all keypad contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.